Manufacturer narrative:
H3): a portion of the lld remained in the patient, and the remaining portion was discarded, thus no investigation could be completed. H6): added codes: 4727 and 4621.

Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. (B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non function, and a redundant lead. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction to aid in the leads'' extractions. The physician chose to use a spectranetics 14f glidelight laser sheath to begin the procedure. After progress stalled in the superior vena cava (svc) region, the physician chose to upsize to a 16f glidelight device, then used a spectranetics tightrail rotating dilator sheath. It was noted that the leads were heavily fibrosed. During use of the tightrail device, a small pericardial effusion appeared (please reference MDR 1721279-2021-00067, which captures the pericardial effusion that occurred while the tightrail device was in use). There was no surgical intervention required; the small effusion did not impact the patient's blood pressure. The physician attempted to unlock the llds from both the ra and rv leads, but was unsuccessful. Both leads, each containing an lld, were cut, capped and remained within the patient's body. The patient survived, and was successfully extubated the same day. This report is being submitted to capture the lld which was present within the ra lead and was cut and capped and remained in the patient's body. Please reference MDR 1721279-2021-00069, which captures the lld present within the rv lead which was cut and capped and remained in the patient's body.